Manufacturer narrative:
The events were reported to have occurred on an unknown dates in 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. On an unknown date, the patient was treated with unspecified antibiotics and reported to have fully recovered, however, peritonitis reoccurred on an unknown date manifested by cloudy effluent and nausea, and the patient was treated with unspecified antibiotics. The patient has recovered. The cause of the events was unknown. It was not reported if the patient was hospitalized. Pd therapy was ongoing. No additional information is available.